Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a circle in the center of the heater tray (ht)that is a bit raised and bubbly. The texture is different from the rest of the ht. It appears that section might have gotten softer due to the heater and melted over time. Upon follow up, the patient contact confirmed the reported product complaint and that the circle of damage has grown over time. The patient contact did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melting found on the ht. The patient contact stated that the ht is the original fresenius part on the machine and that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The patient contact stated that the cycler was replaced, which resolved the issue, and that a replacement cycler is in service without any issues. The old cycler is available to be picked up and returned for physical analysis by the manufacturer. Additionally, the patient contact confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted ht. The patient contact confirmed that there was no harm to the patients or contacts because of this malfunction.

Manufacturer narrative:
Correction: d9, h3 in initial report should reflect device available/device evaluation anticipated but not yet begun additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed damaged paint on the heater tray. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a temperature calibration, hipot test, patient hipot test, and safety analyzer test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue of melting was unconfirmed as damaged paint on the heater tray was found.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a circle in the center of the heater tray (ht) that is a bit raised and bubbly. The texture is different from the rest of the ht. It appears that section might have gotten softer due to the heater and melted over time. Upon follow up, the patient contact confirmed the reported product complaint and that the circle of damage has grown over time. The patient contact did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melting found on the ht. The patient contact stated that the ht is the original fresenius part on the machine and that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The patient contact stated that the cycler was replaced, which resolved the issue, and that a replacement cycler is in service without any issues. The old cycler is available to be picked up and returned for physical analysis by the manufacturer. Additionally, the patient contact confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted ht. The patient contact confirmed that there was no harm to the patients or contacts because of this malfunction.